Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: desufflation lever condition, conforming; inner gasket condition, conforming; outer gasket condition, cut; sleeve condition, conforming and stopcock condition, conforming. Functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon the inquiry info received and the visual examination, it was confirmed that the reported "outer seal on the 512h was torn" was due to a cut outer gasket measuring approximately 1/4". The sleeve was received with the outer gasket cut, but complete. No obturator was received with the device. No conclusion could be reached as to how this damage had occurred.

Event description:
It was reported the device was used during a laparoscopic nissen fundoplication procedure. It was reported the outer seal on the 512h was torn right after the trocar was inserted. Another 512h was inserted and the procedure was completed. There was no consequence to the pt.